Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that an ophthalmic operating console presented ultrasound oscillation failure. The ultrasound oscillated in the first setting but did not work in another setting. The handpiece was replaced but there was no improvement. The condition improved after turning several times and the surgery was completed. The patient experienced a posterior capsule rupture. Additional information has been requested but none received till date.

Manufacturer narrative:
The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. However, the ultrasound module was replaced as a preventive measure and was returned for this investigation to be tested. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The ultrasound module was received for this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The module was installed into a system with no system messages appearing at startup. A handpiece was connected to the module¿s top and middle connector ports and a surgical test in phaco mode was performed 3 times in each port with no system messages displaying. The module passed all functional tests. A surgical test in phaco mode was performed 3 more times with no system messages. The returned ultrasound (u/s) module was working as intended. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).